Event description:
It was reported that approx 15 months post stent graft implant in the left upper arm at the left upper arm at the venous anastomosis, a 50% thrombotic occlusion was identified within the stent graft. The av graft was reported to be pt. Balloon angioplasty was successfully performed within the stent graft, which completely resolved the occlusion. The pt recovered with no clinical sequelae.

Manufacturer narrative:
A review of the device history records is currently being performed. The stent graft remains implanted; therefore, a device evaluation could not be performed. The investigation is currently underway.